Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 5ml ll tip bulk convenience pak had foreign matter. It was reported by the customer that; contaminants found inside the syringe and packaging: fibers and a pink paper slip were found inside the packs. Broken syringes: several syringes were found to be broken/damaged, resulting in leakage when filled. Verbatim: rcc received a complaint via email. Email(s) attached. I hope this message finds you well. I am writing to inform you of several critical issues regarding the bd 5 ml syringe luer-lok tip bulk convenience pak, sku 309703, which require immediate attention and resolution. Please refer to the attached vendor corrective action request form for detailed information and pictures. Contaminants found inside the syringe and packaging: fibers and a pink paper slip were found inside the packs. Broken syringes: several syringes were found to be broken/damaged, resulting in leakage when filled. Please forward this information to your quality department for further investigation and corrective action.

Manufacturer narrative:
Pr 11697036 follow up report for correction and device evaluation. Correct lot number is 2305718. Our quality engineer inspected the 6 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the sample showed that a white fiber can be seen in the syringe, not in the fluid path. Bd determined that the cause of the failure was most likely the molding process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.